Manufacturer narrative:
The associated complaint device was returned and evaluated. Our assessment confirmed the rails are damaged on the gii spc reamthru cr tr sz 6 lt. The device shows significant signs of wear/usage. The device was manufactured in 2014. A review of the production documentation for the corresponding product contains a correct sample label that does not share this issue. A review of complaint history for the listed part revealed no prior complaints for the listed batch. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that shard of metal broke off of the trial while impacting. No delay and back-up device was available. No injuries involved.